Manufacturer narrative:
Device manufacturing records were reviewed. Review of the generator manufacturing history records confirmed all quality tests were passed prior to distribution.

Event description:
A vns treating physician¿s office reported the physician was unable to interrogate the patient's device on (B)(6) 2013. The patient was no longer in the office, so troubleshooting could not be performed. The office only has one programming system, and since they could not interrogate the patient's device with this programming system, they patient was sent home without vns programming/dosing. Troubleshooting was performed on the programming system after the patient left the office. It was confirmed that the programming wand battery was functioning. It was believed that the handheld computer was not plugged into the wall outlet during the dosing session, as the physician only charges the computer when it is not in use as recommended in manufacturer labeling. Cable connections of the programming system were confirmed to be tight and secure. No emi was suspected by the office. The company representative tested the physician¿s programming system on a demo generator on (B)(6) 2013, and the programming system worked fine. The patient has not had a follow-up appointment to date to check the device.

Event description:
It is believed that the patient had a follow-up appointment, but attempts to obtain the outcome of the appointment have been unsuccessful to date.